Manufacturer narrative:
Based on the initial information received for this case the thrombocytopenia and paravalvular leak may have been a result of the intra-operative aorta damage cause by the sizing procedure. However, at this time because there is no further information regarding the patient status, device functionality or any further device details or availability no investigations can be performed and the root cause cannot be established.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23. It was reported that the physician damaged the aorta with the sizer, post operatively the patient had paravalvular leak and a platelet count of 40,000 with thrombocytopenia.